Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of left bundle branch block (lbbb), severe aortic mixed stenosis with regurgitation and heart failure. The length of the membranous septum was 6.3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During pre-bav, the patient was developed with a complete heart block, and a temporary pacemaker was placed for the procedure. During the procedure, the valve was able to be implanted successfully at a depth of 4.5mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, intermittent intrinsic rhythm had returned, and the temporary pacemaker remained placed for overnight monitoring. On the following day, the patient received a permanent pacemaker. The patient had extended hospitalization. The implanter believes that the patient experienced adverse health consequences due to the performance of the non-abbott pre-bav device. The patient was discharged in a stable condition.